Manufacturer narrative:
Investigation of the reported issue has been completed. The product was returned and scratches and idents were found around the hub and the inflow cage. The data logs confirm that a sudden high motor current pump stop occurred. The clinical details suggest that the foreign wire was ingested into the rpsa. The root cause of the pump stop was determined to be interaction with the micro puncture guidewire. As noted in the impella IFU: impella rp with smartassist system section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported a pump stop during use of the device. A micro-puncture wire that was left in the patient was suspected as being ingested into the impella. Additional information noted the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.